Event description:
The customer contact reported that the device had a cracked case and only one line had infused when two lines were programmed concurrently resulting in a delay of critical therapy. No specific patient information, device programming or event details were provided. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received. This report represents all the information known by the reporter upon query by hospira personnel.